Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was displaying inaccurately high compared to his feelings and normal results. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. On (B)(6) 2012 at 7pm, the patient reported obtaining readings of "140 and 160mg/dl" on his lfs meter. The patient reported using non adjusting levemir insulin, 140 units at night to manage his diabetes. The patient reported in response to the alleged issue, he increased his dose of levemir insulin to 170 units on (B)(6) 2012 at 7:05pm. The patient reported 30 minutes later he developed symptoms of "shaking and had a stomach ache." The patient reported to the mss on (B)(6) 2012 at 7:40pm, he had some orange juice and 20 minutes later his symptoms abated. The patient denied testing on a back up meter. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing, and the patient's test strips were in good condition. However a control solution test was not run due to the patient not having any control solution available at the time of the call. This complaint is being reported because the patient alleged due to the alleged issue, the patient over medicated himself, developed symptoms suggestive of hypoglycemia and required self treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.